Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. Vegetation was noted on the right atrial (ra) and right ventricular (rv) lead. Antibiotic treatment was necessary and no further patient complications have been reported as a result of this event.